Manufacturer narrative:
Batch record review of lot b341 was conducted. There were no non conformances associated with this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, no root cause could be determined at this time. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. CAPA (B)(4) has already been initiated to investigate cellex tubing leak failures. (B)(4).

Event description:
Customer called to report a tubing blood leak that occurred during treatment. Name and function of complainant: same as reporter. Customer reported that when the double needle mode treatment had reached 879 ml whole blood processed (wbp), a blood leak was noticed on the chuck (disposable sheet) covering the pt catheter, and the treatment was then aborted without returning any blood in the kit at that time to the pt. Customer could not tell where the leak came from. Customer stated the therakos disposable kit was securely connected. No product was returned for investigation.